Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. Reportedly, the user received a no cartridge detected alarm after attempting the load step with a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: the reported event, of a load step malfunction, could not be adequately investigated due to a recurring cs-127 illegal battery call service alarm; thus no conclusions could be determined in this regard. Eaw-163 warnings, which can be indicative of the event type reported, were observed in the black box data. Inspection revealed that the reference voltage was below the lower specification limit. The capacitor at location c38 was removed, and the reference voltage returned to levels within the specifications; this component failure caused the recurring cs-127 alarms. Related to the reported event, further inspection revealed a cracked flex trace around the pins of the force sensor. Unrelated to the reported event, the battery compartment was found to be cracked from the threads to the grip pad; the returned battery cap was undamaged and able to secure to the pump per the instructions for use (IFU).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.